Event description:
The facility reported a pump that shuts down by itself when turned on. This condition occurred before use. There was no pt injury or medical intervention necessary according to the hospital rep. No additional info is available.

Manufacturer narrative:
The reported condition of a device that shuts down by itself when turned on was confirmed during product eval. Inspection of this pump revealed the condition was caused by depleted main batteries. To correct this condition, the battery harness and main batteries were replaced. The pump was retested, and returned to the customer within specification.